Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The products returned for evaluation were twelve 5fr d/l powerpicc catheters. All 12 samples were returned in their original, sealed packages. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice of 4 samples: samples 1, 2, 7 and 10. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. The remaining samples did not exhibit this condition. Photographs of the samples were provided to the manufacturing site for further evaluation and vad is working with the manufacture site to prevent recurrence of this issue. A lot history review (lhr) of refx5564 showed 30 other similar product complaint(s) from this lot number.

Event description:
It was reported "leaking at purple extension hub, over the wire exchange required." No other information was provided. On (B)(6) 2022, 4 returned samples exhibited a protrusion in the luer material within the orifice of the sample. This report addresses the second returned sample.